Event description:
Follow up information received from the healthcare professional (hcp) reported they were not sure of the status of the removed portion of the lead as it has been too long since explant. There were no further complications reported or anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot#: va0d0f3, implanted: (B)(6) 2013, explanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 3093-28, serial/lot #: (B)(4), ubd: 07-oct-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer¿s representative (rep) regarding a patient who was impl anted with an implantable neurostimulator (ins). It was reported that the healthcare provider reported the rep that they needed to do an MRI on a patient but during the explant of the system, the lead broke just before the tines. The rep was asking about MRI compatibility. The rep had no further information at the time of the call. Additional information was received from a healthcare provider (hcp) via a manufacturer¿s representative (rep) indicating that a removal was attempted and the lead fractured. The healthcare provider was removing the lead as the patient needed a lower body MRI. The healthcare provider reported the patient was doing well and the partial lead was still in the patient and there were no complication notes. No further complications were reported.